Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-537a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported, "dr. (B)(6) changed to intervention with bipolar resection. He confirmed that there was no damage to the person."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, at 82,176 joules an d12:42 minutes of use, the surgical fiber was noted to be shooting straight/ defect in direction- shot straight instead of at an angle." The fiber tip (cap) was cleaned during the procedure. Additional information was not reported. There was no injury to patient reported.